Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited pacing inhibition. The patient is pacemaker dependent and experienced 3 seconds of asystole and lightheadedness as a result. No noise was able to be reproduced. Additional review of stored device memory noted that the pacemaker and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise, oversensing and inappropriate atrial tachy response (atr) mode switches. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. An invasive procedure was performed. The device was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported. The root cause of the reported clinical observations was unable to be determined.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.